Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due pain and possible loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes. This report is 1 of 2 for this patient: 0001822565-2016-01726/0001822565-2016-01823.

Event description:
It is now known that the tibial component had subsided anteriorly.